Event description:
It was reported that the patient presented to the emergency department with worsening heart failure symptoms and hypotension. Upon review, it was noted that the patient's implantable cardioverter failed to delivered therapy for an episode of ventricular tachycardia from that morning due to morphology scores. The patient's device was reprogrammed. The patient was stable.